Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿, ¿bag is visible now, when I bend over, you can see the bag¿, ¿rippling¿, ¿concerns with the product¿ and ¿pain¿. This record is for the left side. Device remains implanted.